Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a injector luer lock n35. The following information was provided by the initial reporter, "it was reported that the needle broke when pulling up a chemo drug. Event description per attached customer's email states, "customer has used this product for years. The last 3 times they used, the needle broke." "I guess, the needle broke while pulling up chemo and could have exposed the doctor to chemo. Anytime a needle breaks, it has the serious potential to hurt someone, however it didn¿t specifically cause harm these 3 times, but it could have response from customer to information request stated, "my glove was ripped and I did get exposure to the needle after the drug was administered. It occurred after disconnecting the phaseal from the patient."

Manufacturer narrative:
Investigation: no photos or samples that display the reported issue were available for investigation. One retained sample of lot 1809105 was used for further evaluation. Upon visually inspecting the product, no defects were observed. The injector was properly connected to a syringe along with the protector and vial per the instructions for use without issue. Product was then disassembled, no defects noted in the cannula. A device history review was performed for lot 1809105, no deviations or non-conformances were identified during the manufacturing process. Based on our investigation we were not able to identify a root cause related to the manufacturing process. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. The defect couldn¿t be reproduced using the retained samples: the breakage of the safety sleeve occurs when the injector is not properly disengaged, due to a bad handling of the device.

Event description:
It was reported that a needle break occurred with a injector luer lock n35. The following information was provided by the initial reporter, "it was reported that the needle broke when pulling up a chemo drug. Event description per attached customer's email states, "customer has used this product for years. The last 3 times they used, the needle broke." "I guess, the needle broke while pulling up chemo and could have exposed the doctor to chemo. Anytime a needle breaks, it has the serious potential to hurt someone, however it didn¿t specifically cause harm these 3 times, but it could have response from customer to information request stated, "my glove was ripped and I did get exposure to the needle after the drug was administered. It occurred after disconnecting the phaseal from the patient."."